Event description:
It was reported that a 10mm tunnel with a 9mm graft was dilated and a 1.1 guidewire with sheath was used with a hexalobe driver for insertion of screw. Screw was being inserted when an 8mm piece broke vertically between two threads. The remainder of the screw remained in patient and provided fixation. The physician pulled very hard to make sure fixation was achieved. The broken fragment was easily retrieved. No additional implants were used. Btb autograft acl reconstruction.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Section of returned implant corresponds to proximal end of screw measuring approximately 7.5 mm. Distal end not returned for evaluation. The directions for use cautions users to insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant. The complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, improper bone preparation or joint flexion during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.